Event description:
The patient was undergoing a coil embolization procedure in the arterial pulmonary collateral artery using pod packing coils (pod pc), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a few coils into the target location. Next, the physician experienced resistance while advancing the pod pc through the lantern. Subsequently, the pusher assembly of the pod pc kinked and the coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed and the coil was flushed out. Next, the physician advanced another pod pc through the same lantern and encountered resistance. Subsequently, the pusher assembly of the pod pc kinked and the pod pc unintentionally detached inside the lantern. The physician, therefore removed the lantern with the detached pod pc and flushed the coil out. The procedure was completed using new pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2022-00077.